Event description:
The customer stated she was hospitalized for low blood glucose. The blood glucose reading during the phone call was 8.0 mmol. The customer stated she exposed the insulin pump to an x-ray prior to the hospitalization, and stated she began having low blood glucose levels shortly after the x-ray. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer also stated the insulin pump was unable to prime, and stated the insulin was squirting out during the prime.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.